Event description:
The customer alleged they received questionable thyrotropin (tsh) and tg results on their e601 analyzer. The customer provided data for one discrepant tsh result. The customer stated no other erroneous results were produced. The patient's initial tsh result was 3.53 uiu/ml. The first repeat result was >100 uiu/ml. The second repeat result was 3.55 uiu/ml. The third repeat result was 3.34 uiu/ml. Information on whether any results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided. The field service representative went on site. He replaced the pinch valve tube. He performed a system volume check, quality control measurements, a function check, and a data check.

Manufacturer narrative:
This event occurred in (B)(6).